Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged the same day it was implanted. Repositioning occurred post implant day one. The lead remains in use. No further patient complications have been reported as a result of this event.